Event description:
A small portion of this lead was returned without documentation from medtronic. Medtronic, boston scientific, st. Jude medical and ela were contacted for additional information, which was unsuccessful. The patient's following physician had no additional information. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the proximal fragment of the lead cut at 6 cm distal to the is-1 connector pin was analyzed. It is reasonable to assume that the lead was cut in the course of the explantation procedure. The returned lead fragment was visually, electrically and mechanically analyzed. The visual inspection revealed that the insulation was, apart from the minor cuttings, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.